Event description:
A hemodialysis user facility has reported that a long-standing hemodialysis pt has been experiencing a suspected dialyzer reaction to the fresenius dialyzer for approx 3 weeks. The pt has successfully dialyzed on the fresenius dialyzer since 2007. The pt has spontaneously experienced a swollen lip and has been treated by the physician with IV benadryl 50 mg during hemodialysis treatment sessions with no success. On (B)(6) 2012, the physician prescribed an alternative dialyzer for the pt, which the pt was dialyzed on and the swelling of the lip did not abate. The clinic manager states the pt is not reacting to the fresenius dialyzer. The clinic manager also stated the pt exhibited no shortness of breath, chest pain, rash or back pain, nor was there a change in the pt's lab values. Per the medical records received, the pt denied nausea, vomiting, diarrhea, coughing or sneezing with the use of the fresenius dialyzer. However, the physician states he was unsure why the pt's lip was swollen and wanted to continue to dialyze the pt on the alternative dialyzer. The pt continues with hemodialysis with no other known sequelae. There is no sample available.